Event description:
It was reported that an angio-seal was deployed post procedure. Three days later the pt complained of pain and went to the emergency department of the hospital. An ultrasound was performed which revealed a small pseudoaneurysm. The pt was discharged and instructed to put a small 4 pound weight on the groin. The pt returned to the physician on (B)(6), 2009. The site looked good and no further treatment was required.

Manufacturer narrative:
No product was returned. A review of the device history record was not possible since the lot number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.